Event description:
During the procedure, the introducer leaked from the irrigation valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cause of the reported leak remains unknown.